Manufacturer narrative:
The instrument has been returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, it was noted that the permanent cautery hook was stuck and customer was not able to use the instrument. On (B)(6) 2015, intuitive surgical inc., (isi) received additional information regarding the reported complaint. The instrument was stuck in the arm of the da vinci system and the customer was having a difficult time removing it from the arm. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.